Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage in the force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted and the motor passed the motor test. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.